Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. Device and patient information was received. It was stated that the hcp believes they saw an error 26 when checking the patient's device after the symptoms were noted, but they just hit 'okay' and bypassed it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was just implanted and during the implant the ins was interrogated and stimulation was set using a clinician programmer. The ins was then interrogated using a clinician tablet. Once the session was ended the hcp reported a return of tremors in the patient. The ins was then interrogated again using the clinician programmer and it was found that the voltage had dropped to 0. The stimulation was then set as intended again. It was stated that no error codes were seen regarding the issue. As far as the hcp knew, they ended the session properly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that they were unaware of when the event occurred, and the cause of the issue was not determined.